Manufacturer narrative:
Investigation: samples received: none, pictures. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. This failure probably took place during conditioning the product in manufacturing. Both products were conditioned the same day in the manufacturing line. The personnel involved during product handling before shipment to customer did not realize that the boxes and product inside did not match. Nevertheless, taking into account that no other complaints have been received for this product regarding this issue, we consider that this is an isolated and accidental box. Final conclusion: taking into account that the picture received shows a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box as compensation. No corrective/preventive actions needed.

Manufacturer narrative:
Investigation: samples received: none, pictures. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have only received from the customer a picture of the front label of the box and the product inside the box. According to the picture received, the front label of the box corresponds to the article code-batch b0560537-618185 (catgut chrom 0 (4) 75cm hr37). Nevertheless, the product inside the box is of the article code-batch b0570753- 618185 (catgut chrom 1 (5) 75cm hr40s). This failure probably took place during an inspection of this product last year. Nevertheless, taking into account that no other complaints have been received for this product regarding this issue, we consider that this is an isolated and accidental box. Final conclusion: taking into account that the picture received shows a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box as compensation. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K991223. When additional information is received a follow up report will be submitted.

Event description:
It was reported the wrong product is inside the box. The reporter indicated the product was received and found a discrepancy between the description on the box (chrom hr37) and the contents inside the box (chrom hr40s).